Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during nailing of intertrochanteric femur fracture procedure on (B)(6) 2019, the buttress/compression nut became hard to turn and that the sleeve and nut were difficult to disassembled. After the procedure the devices were able to be disassembled and reassembled and worked normally. There was no surgical delay. Procedure was successfully completed. There was no harm to the patient. This report is for one (1) buttress/compression nut. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: g4 date correction. Actual g4 date for follow-up mwr-(B)(4) should be 1/31/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history lot part: 03.037.016. Lot: 9423673. Manufacturing site: (B)(4), release to warehouse date: 06.may.2015. The device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary : device evaluation: investigation: device interaction/functional visual inspection: the returned buttress/compression nut (03.037.016) was examined and found to be without visually identifiable defect or deficiency which could have contributed to the reported complaint condition of difficult to disassemble. Functional test: the buttress/compression nut was tested with the returned blade/screw guide sleeve (03.037.017) and the pair were found to interact as intended. The nut was able to be assembled and disassembled from the guide sleeve and operated smoothly across the entire threaded region of the sleeve. The complaint condition was unable to be replicated as the received condition does not agree with the complaint description; the complaint is unconfirmed. Conclusion the returned device was found to operate as intended and no visual defects or deficiencies were identified, as such the complaint is unconfirmed. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.